Event description:
It was reported that the core console with integral irrigation pump was being used with a tps bi-directional footswitch when it caused unreported amount of core micro drills to run without user activation during cases. In one specific event, it caused a bilateral ankle replacement procedure to be cancelled halfway through. Attempts to obtain further detail regarding these events were not successful.

Event description:
It was reported that the core console with integral irrigation pump was causing an unreported amount of handpieces to run without user activation during cases. In one specific event, it caused a bilateral ankle replacement procedure to be canceled halfway through. Attempts to obtain further detail regarding these events were not successful.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. Not returned.

Manufacturer narrative:
The console passed all electrical safety testing as well as a function inspection. The only failure found with the console was the plastic housing of the power entry assembly was cracked. This would not cause a handpiece to run without activation. A footswitch was also reported and evaluated for this complaint. The footswitch was found to have a weak connection between the cable and connector; this failure can cause a handswitch to run without activation.